Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of stenosis, as listed in the xience xpedition, (B)(4), instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the patient presented with stable angina and an initial procedure was performed on (B)(6) 2014 to treat a lesion located in the proximal left anterior descending artery, 75% stenosed. During the procedure, after predilatation, the 2.25 x 28 mm and 3.0 x 33 mm xience xpedition stents were placed overlapping in the lad. Post dilatation was performed, after which, intravascular ultra sound (ivus) was performed and the procedure ended. On (B)(6) 2015, scheduled coronary angiography revealed 100% in stent re-stenosis in the 2.25 x 28 mm xience xpedition. The patient was not experiencing any symptoms and the stent was confirmed to be fully apposed to the vessel wall with intravascular ultra sound (ivus). It was confirmed the patient was not compliant in following the dual anti-platelet therapy (dapt). On (B)(6) 2015 balloon angioplasty was performed for treatment for the restenosis. Results were timi iii flow. No additional information was provided.